Event description:
It has been reported to philips that there was no continuous fluoroscopy, and the collimators took too long to react. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of the event and the procedure was completed as planned as the system was working slowly and it didn¿t impact the completion of the procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that there was no continuous fluoroscopy, and the collimator took too long to react. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found collimation error which was detected due to a defect of the pds (photo detection system). To resolve the issue, the fse configured the system on pds (photo detection system) calculated dose and disconnected the ionization chamber. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported collimator issue didn¿t impact on the completion of the procedure. The procedure was completed as planned on the same system since the system was working slowly, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.